Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, missing reservoir tube retainer, missing reservoir tube o-ring and cracked case behind the insulin pump near the battery compartment. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that there was crack on the reservoir compartment. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.